Event description:
It was reported that a pt under went an uneventful lynx mesh sling procedure earlier in 2006. The procedure was completed with no pt complications. Subsequently exposed mesh was observed during follow up visit in the insertion areas. Further medical intervention was required by trimming the mesh and re-closing the insertion area. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.